Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. The patient indicated that she had experienced an increase in seizure activity, but it was unknown whether the increase was above pre-vns baseline frequency. The patient's device seemed to be working properly as indicated by clear voice change during stimulation cycles. The patient had not experienced any recent injury or trauma that may have damaged the ncp system. Review of x-rays by manufacturer revealed that the lead electrodes were implanted at c5-c6 with two tie downs and strain relief noted. The lead connector pins appeared to be fully inserted past the generator connector blocks with feedthroughs intact and lead wire intact at the conncector pin. There were no visible gross lead discontinuities or acute angles along the enitrety of the lead; however, due to poor contrast next to the lead and connector pin joint and some portion of the lead lying behind the generator, a lead discontinuity in that location could not be ruled out. The patient underwent revision surgery, during which the lead was disconnected from the generator. The surgeon indicated that there appearedto be fluid or material in the negative port. The surgeon cleaned out the header with saline and dried the inside with sterile q-tips. Device diagnostic testing of the generator alone was within normal limits, indicating a potential lead break, lead/nerve interface issue, or generator/lead connection problem. The lead was reconnected to the generator, after which device diagnostic testing again resulted in high lead impedance reading. The surgeon then dissected the neck site, upon which lots of fibrosis was noted. Noth the lead (including electrodes) and generator were replaced. Upon explant, the surgeon noted that there was a portion of the lead that appeared to be broken near one of the electrodes, perhaps at the weld spot where the lead conductor meets the electrode. It was impossible to visually inspect the remainder of the lead as it was covered by much fibrosis.